Manufacturer narrative:
(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to stay inflated. The et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, the et tube leaked from a hole in the balloon cuff. The hole appears to have occurred due to contact with a sharp object. No other defects or anomalies were observed. The instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "leaking cuffs prior to use" was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. The hole appears to have been the result of contact with a sharp object. Therefore, based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges that the device has a leak in the cuff. Alleged issue reported as detected during pre-op inspection process. There was no report of patient involvement. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Verification of failure mode reported in the current manufacturing process was conducted as follows. The cuffs from the samples taken from the current production were inflated and left for four hours. After this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges that the device has a leak in the cuff. Alleged issue reported as detected during pre-op inspection process. There was no report of patient involvement. There was no report of patient injury or consequence.